Event description:
The customer had reported that when the device was used for the first time in a hysterectomy case, the insulation of the wire in the device jaw was found to be damaged. Upon receipt of the device for evaluation at covidien, a preliminary investigation of the device found that the insulation of the jaw wire had been shaved off and was not returned. The customer stated that the device was not used in the patient and no part could have fallen into the patient cavity.

Manufacturer narrative:
(B)(4). Date of initial report : 01/16/2015. Date of follow-up report : 01/26/2015. One used device was received for evaluation. Visual inspection found the insulation on one of the jaw wires was missing and not returned. The jaws did not have tissue or blood between them, indicating the device had not been used in the patient. There is nothing known in the manufacturing process that would cause damaged and missing insulation on the jaw wires. Rather, this type of insulation damage is consistent with that seen when the jaw wire may have contacted a sharp edge of a trocar during insertion or removal of the device or another instrument. A device history review was completed and no entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.